Event description:
It was reported that the patient had the device implanted and during post-op the patient experienced vomiting and had numbness in her legs. In addition, the patient also had a loss of reflexes in the lower extremities at the lead location. The healthcare provider (hcp) ordered a CT scan and MRI. The CT came back as normal and the patient also had an MRI just for a better image. The patient was taken back to the post-op area to be programmed and was "up to bathroom" and was doing well, and was receiving effective stimulation/therapy. The patient later had left leg weakness and it was suggested that the left lead should be pulled down to a less stenotic location. A lead revision had been scheduled on (B)(6) 2015. The patient was in the or and the leads had moved down to t7 on their own. No surgical intervention took place however because the x-ray confirmed that the placement of the lead was optimal. The patient "tested through the implantable neurostimulator (ins)" and was doing wonderful and was receiving optimal therapy/coverage which was evidenced by 70% pain relief. She was able to cut her pain medication in half and was sleeping better with her spinal cord stimulation therapy (scs). The patient never vomited again after the first time. The event occurred during post-op.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).